Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 and the ketone level was large. The cause was not known. The customer was treated in the emergency room (ER) with intravenous fluids to flush out the ketones and the pump was used for insulin therapy. After 5 hours, the customer left the ER in good condition and bg was 200 mg/dl.